Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. On (B)(6) 2024 the physician found the white connector of the sensor was cracked and there was cerebrospinal fluid (csf) leaking out from the connector. The physician used a gauze to wrap the connector to stop the leak. The sensor was removed on (B)(6) 2024, however, it was not replaced. The sensor was used with icp express monitor (ID 826635) and icp express cable (ID 826636).